Event description:
A customer reported that an employee was splashed in the eye with enhanced assay positive quality control material. The employee was not wearing eye protection. At this time, no treatment was performed but the employee did go to a physician.

Manufacturer narrative:
Events such as this are covered by our product labeling. The instructions for use clearly state the following caution statement: "caution! Potential biohazard: some components of this product contain human source material. No known test method can offer complete assurance that products derived from human blood will not transmit infectious agents. All products manufactured using human source material should be handled as potentially infectious. Handle this product according to established good laboratory practices and universal precautions." This event is being reported because (as stated in our biohazard caution statement) no known test method can offer complete assurance that products derived from human blood will not transmit infectious agents. No further evaluation of the device is required.